Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had a high and low blood glucose. Customer stated that the high blood glucose value was 400 mg/dl and then dropped to 23 mg/dl but in less than one hour the blood glucose value was 200 mg/dl. Customer treated with insulin pump for high blood glucose and took it off auto mode and then started dropping rapidly. Customer treated with orange juice for low blood glucose. Insulin pump will not be returned for analysis.